Event description:
Customer activated a pod on (B)(6) 2012, at 12:30 am. Her blood glucose (bg) was within normal range (70-250 mg/dl) all day except a reading of 274 mg/dl, at about 4:30 pm. The following morning, her bg was 310 mg/dl and steadily rose to 437 mg/dl, about 2:45 pm. She deactivated the pod and stated, the cannula was bent and insulin was not being delivered. The pod was not returned for eval.

Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer¿s hyperglycemia. The omnipod¿s user guide warns: to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ the user guide warns that ¿test results greater than 250 mg/dl, mean high blood glucose (hyperglycemia), ¿ and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased, then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours, then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.